Manufacturer narrative:
Initial reporter postal code:(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that large volume infusor leaked. It was further reported that droplets were observed inside the over pouch. The device had been filled with fluorouracil 1500mg in 0.9% sodium chloride. This was observed prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph which showed fluid inside a bag that contained the device which suggested leak may have occurred. The reported condition could not be verified or refuted. Due to the nature of the provided sample, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.